Event description:
It was reported that a patient was receiving v.a.c. Therapy on a chest wound that "appeared closed except for a pin hole". The home health agency was applying v.a.c. Therapy over the hole because the patient continued to have "copious amounts of drainage" which the physician was aware of. Since v.a.c. Therapy is not a drainage system, it was discontinued. After v.a.c therapy was discontinued the patient was admitted to the hospital, surgery was performed and white foam was removed from the wound.

Manufacturer narrative:
V.a.c. Therapy labeling states under "warnings": "always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces were removed as placed".